Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead, implanted: (B)(6) 2014; 507652 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced increased thresholds post implant. The lv lead was explanted and rep laced successfully. No patient complications have been reported as a result of this event.